Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient (B)(6). This is filed for increase mean pressure gradient. It was reported that this was a mitraclip procedure, performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 2+. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed and noted that the mr had increased to grade 4+. Per study physician, the recurrent mr is related to disease progression and was not related to the implanted mitraclip. However, the tte noted the mean pressure gradient was 6 mmhg, which the study physician deemed mitral stenosis and related to the implanted mitraclip. No additional intervention has been performed to treat the recurrent mr or the mitral stenosis.